Event description:
The patient was undergoing a thrombectomy procedure for a femoropopliteal bypass using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. It was noted that a stent was placed inside the patient prior to the procedure. During the procedure, the physician advanced the cat7 through the stent, removed the guidewire and completed couple of passes using the cat7. Subsequently, while attempting to remove the cat7 out of the patient, the physician experienced resistance and the cat7 became stuck. The physician attempted to pull the cat7; however, the cat7 broke in half. The physician then used a pair of hemostats and removed the broken end of the cat7. The procedure was completed by placing a stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the mid-shaft. If the cat7 is retracted against resistance, damage such as this may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed ovalizations and kinks throughout the length of the catheter. This damage was incidental to the complaint and likely occurred during removal from the patient with hemostats and during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.